Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, while advancing the probe through the catheter, the device broke into two pieces within the spyglass lumen. The physician removed the catheter and probe and completed the procedure using a retrieval balloon. The account reported that no device fragments were left in the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found that the probe was severed at the pebax/polyimide joint.. The condition of the returned incident device was consistent with the complaint that the probe separated into two pieces. The spyglass direct visualization probe has been validated to 20 cycles of reprocessing with no image degradation. However, the true number of procedural uses will depend largely on how the probe is handled. Therefore, the most probable root cause cannot be determined. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)